Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial #(B)(4) ) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. Zoll personnel provided the step by step instructions on how to clear the ua45 error message. However, no further information was provided by the customer. Patient use information was requested but no additional information was provided, therefore patient use is unknown.